Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. This is being closed as a non-product issue complaint as there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. There is no report of an adverse event involving a synthes device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown flexible shaft. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. This report is for one (1) unknown flexible shaft. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during an unknown procedure, the flexible shaft of the synream set at the distal end where there are four (4) capture like tabs or pins, one (1) was broken. Thus, it has to be retrieved from the 10mm reamer head. Another instrument set with the item was opened to complete the procedure. There was a surgical delay of more than thirty (30) minutes. Patient and procedure outcome were unknown. Concomitant device: reamer head (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).